Event description:
It was reported that the patient underwent right l5-s1 decompressive laminectomy, medial facetectomy, foraminotmy for lateral recess stenosis; l5-s1 interbody arthrodesis; l5-s1 interbody prosthetic device placed tran s-1, axi-a-lif; harvest of autograft bone from the laminectomy and placement inot the l5-s1 interspace; allograft fusion with rhbmp-2/acs; pedicle screw fixation l5-s1 bilaterally; using rhbmp-2/acs on (B)(6) 2008. There were no noted complications. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of : degenerative disc disease, l5-s1; l5-s1 disc protrusion; radi culopathy; lumbar spinal stenosis, l5-s1, lateral recess, right side; right lower extremity radiculopathy. The patient underwent following procedures: right l5-s1 decompressive laminectomy, medial facetectomy, foraminotomy for lateral recess stenosis; l5-s1 interbody arthrodesis; l5-s1 interbody prosthetic device; harvest of autograft bone from the laminectomy and placement into the l5-s1 interspace; allograft fusion with bone morphogenic protein; pedicle screw fixation l5 to s1 bilaterally; operating microscope, microdissection technique, microillumination for the laminectomy and decompression; electromyography as well as nerve neuro-junction testing x 4, evoked responses. Per op note, ¿..it should be noted that the surgeon harvested with a bone trap all of the bone from the decompression at l5-s1 on the right side. I used collagen soaked in bone morphogenic protein and wrapped this around the harvested autograft bone.¿